Event description:
Related manufacturer report number: 1627487-2021-01654. It was reported that the patient¿s implanted leads had migrated. As result the leads were explanted and new leads implanted. Effective therapy was established post-operative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.